Event description:
The facility reported that while raising the pt from the bed, the caregiver noticed the pt's bottom was slipping. The caregiver repositioned (rocked) the pt up right to prevent further slipping. At this time, the pt's head made contact with the bed rail and the right rear sling clip disengaged, causing the pt to slip out of the sling and landing on the front legs of the lift. The pt was taken to the emergency room and released. The pt's existing lumbar compression fracture was worsened and the pt was given medication for pain. (B) (4).

Manufacturer narrative:
Add'l info will be provided when the MFR has completed the investigation.